Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of multiple occurrences of questionable inr results from their coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. From the data provided, two occurrences were reportable malfunctions. The customer's test strip lot information was requested but was not provided. On (B)(6) "2019" the result from the meter was 2.4 inr and the laboratory result was 1.8 inr. On an unknown date, a meter result was 3.2 inr and the laboratory result was 2.4 inr. The customer's therapeutic range is 2.5 - 3.0 inr. From the information provided, there is no reason to suggest that the device caused or contributed to an adverse event. The customer has had no changes in coumadin dosage, no diet changes, on no new medications, no new illnesses, no changes in normal medication, no symptoms or signs of abnormal bleeding or bruising, does not have hematocrit concerns, is not on direct thrombin inhibitors, is not on heparin therapy, and does not have antiphospholipid antibodies. The customer is currently on plavix and aspirin. The customer's meter and test strips have been requested for return. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
The event documented in this medwatch has been confirmed to be the same event reported in voluntary medwatch mw5081846. Both meter and laboratory values measured on (B)(6) 2018 were below the customer¿s therapeutic range. Both results correctly identified the customer was below their therapeutic range. On the (B)(6) 2018, the patient could not walk and went to the emergency room. The patient was tested using the laboratory method and the result was 2.2 inr. The patient stated she experienced a pulmonary embolism. The patient received oxygen, pain medication, a computed tomography (CT) scan, and ultrasound. No heparin was given. The patient was kept in the emergency room until she was stable. She was then released without admission. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.